Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a check vent - battery failed alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The bme ran the battery check test and found that the battery did not drop under 15 volts, and when the device was plugged in, the battery was not getting any battery light indicator of being on or charged. The remote service engineer (rse) evaluated the device with the bme and discovered that the bme was using a non-philips battery. The rse advised the bme that the battery was not compatible with the fourth generation power management (pm) printed circuit board assembly (pcba) and needed to be replaced with a philips battery. The rse provided the bme with the part number of the philips battery for repair.

Manufacturer narrative:
H10: per good faith effort (gfe) response, the bme confirmed that a new philips battery was ordered for repair, and after performing the battery replacement, the bme verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.